Manufacturer narrative:
Product ID 7434a lot# serial# (B)(4); product type programmer, patient product ID 3487a-33 lot# v016644, implanted: 2007 (B)(6); product type lead product ID 748951 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was no longer working and he needed to have it changed out. Additional information received reported, the patient was still having concerns with his device or therapy but had not sought further help. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.